Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: a fragment of what looked like blue plastic was in the tubing between the filter and the IV bag. The user facility felt like it had come from the IV bag and not the IV set.